Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, trending around 125 ohms. Technical services (ts) was consulted, and it was discussed that since this lead was implanted, there have been significant fluctuations from 90 to 170 ohms. Ts recommended further review by the electrophysiology (ep) to determine next steps. No adverse patient effects were reported. This device system remains in service.